Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The right ventricular lead impedance was reportedly at 3000 ohms during a follow up on (B)(6) 2018, and over-sensing was apparent on the lead. A revision on (B)(6) 2018 showed normal impedance and sensing characteristics through a pacing system analyzer. Re-connecting the device continued to show over-sensing and widely varying impedance values. Suspecting a header connection problem, the device was replaced with another which subsequently showed no aberrant behavior.

Manufacturer narrative:
The preliminary analysis revealed an abnormal intermittent contact between the ventricular lead and the device inside the connector port.

Event description:
The right ventricular lead impedance was reportedly at 3000 ohms during a follow up on february 1st 2018, and over-sensing was apparent on the lead. A revision on (B)(6) 2018 showed normal impedance and sensing characteristics through a pacing system analyzer. Re-connecting the device continued to show over-sensing and widely varying impedance values. Suspecting a header connection problem, the device was replaced with another which subsequently showed no aberrant behavior.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The right ventricular lead impedance was reportedly at 3000 ohms during a follow up on february 1st 2018, and over-sensing was apparent on the lead. A revision on (B)(6) 2018 showed normal impedance and sensing characteristics through a pacing system analyzer. Re-connecting the device continued to show over-sensing and widely varying impedance values. Suspecting a header connection problem, the device was replaced with another which subsequently showed no aberrant behavior.